Event description:
Complainant alleged that while monitoring a pt (age and gender unknown) during transport, the device powered off after "hitting a bump". The device then regained power, resuming operation with "pads" mode selected, rather than the lead they were originally monitoring in. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.